Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. Testing with nova meter and test strips revealed that the device gave low values showing our device performed as intended. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips reported in this event will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.